Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increased pacing threshold. Fluoroscopy showed that the lead was dislodged and the helix was not extended. An x-ray from the time of implant appeared to show the helix extended and the ra lead in a stable position. A revision procedure was performed and this ra lead was explanted and discarded. No additional adverse patient effects were reported.